Event description:
Status post left hip replacement 6-7 yrs ago. Pt having problems, seen in physician office. X-rays showed the acetabulum had loosened and one of the screws had broken. Pt underwent left total hip revision on 12/16/96.